Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented to the emergency room. Upon review, it was discovered that the right ventricular lead exhibited inappropriate shock, far p wave oversensing, and noise. Further testing was performed, and it was noted that the lead dislodged into the inferior vena cava. The lead was explanted and replaced. The patient was in stable condition.